Event description:
Philips received a complaint by the biomedical equipment technician on the v60 indicating that a constant cooling fan fault appeared on the screen during setup. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The v60 was replaced with another device. The biomedical equipment technician called technical support to report that a constant cooling fan fault appeared on the screen during setup. The biomedical equipment technician ultimately ordered the replacement cooling fan for repair. Per good faith effort (gfe) response, the biomedical equipment technician installed the replacement cooling fan and confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.